Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient passed away three years earlier. The reporter indicated that the patient was a resident at a nursing home at the time of death and the reporter was unsure of the patient's medical history. The reporter stated that the death certificate indicated a cause of death of heart condition secondary to diabetes. The reporter indicated thinking that the patient was using the pump at the time of death but was unsure. The reporter confirmed that there were no known malfunctions of the pump. The reporter was unsure what happened with the pump. No further information is available at this time. This report is made based on the indication that pump use could not be ruled out as a possible contributor to the patient's demise.